Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when the asymptomatic patient presented in-clinic for routine follow-up, atrial oversensing was observed. The atrial oversensing resulted in inappropriate mode switches. All electrical measurements were normal. Programming changes were recommended.

Event description:
New information notes the device was successfully reprogrammed.